Event description:
The nurse called to request assistance in removing the insulin pump and the infusion set from the customer's body. Assisted the nurse with removing the infusion set and to disconnect from the device. It was reported that the customer was admitted in the intensive care unit for low blood glucose of 12mg/dl. It was stated that the customer was treated with sugar and glucose tablets. It was stated that the customer's blood glucose could have possible gone low because she was not able to eat anything due to other existing medical conditions not related to diabetes. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.